Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed a type ia endoleak. The proximal neck was now measuring 32mm at the level of the renal arteries. The aneurysm is 80mm in diameter. The physician implanted a 36 endurant cuff at the level of the lowest renal artery, left, into the 28mm aneurx stent graft. The stent graft was ballooned and an angiogram revealed a small type ia endoleak still. The physician used an aptus heli-fx system implanting 10 endoanchors in various locations of the proximal aortic neck. An angiogram was done, and a small type ia leak still existed. At this time the physician decided to leave the endoleak, and will monitor the patient. The physician stated that the cause of the event was due to neck dilatation. No additional clinical sequelae were reported and the patient is fine.